Event description:
A malfunction alarm was reported, displaying malf 0. There was no adverse impact to the customer's blood glucose level. Customer service provided information on resetting the pump and assisted the caller with the reset process. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump, with guidance to call back if any issues reoccur.